Event description:
This is another report of an electrical short with a 24 khz selector hand piece from the same facility. Additional information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.